Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing of noise resulting in delivery of an inappropriate shock. Boston scientific technical services (ts) reviewed the stored episode and discussed that the noise appeared consistent with a slightly loose setscrew or potential damaged seal plug. Ts discussed troubleshooting options. The noise was unable to be reproduced with pocket manipulations, valsalva maneuvers or posture changes. No interventions were undertaken and monitoring will be continued. No adverse patient effects were reported.